Event description:
Event description guidant received information that during the implant procedure for this transvenous implantable lead, the patient expired. This lead was placed in the right ventricle and this cardiac resynchronization therapy defibrillator (crt-d) was attached. The existing competitive pacemaker was not yet removed from the pocket. The patient went into cardiac standstill and did not recover despite CPR.